Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample without the original package or lot number was received at the manufacturing site for evaluation. A visual inspection was performed, and the reported issue was confirmed, the stylet was disassembled/broken. The most likely root cause for the stylet disassembly indicates that this issue could occur due to the incorrect set-up of the pistons of the machine used to manufacture the product. As part of continuous improvements an adjustment has been made to the pistons of the machine to prevent the recurrence of the reported and confirmed issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the blue plastic protective cap located at the open end of the feeding tube disconnected from the guidewire, exposing the sharp tip of the guidewire.